Event description:
It was reported that the customer had high blood glucose levels of 278 mg/dl. The customer treated with the insulin pump. The customer indicated having symptoms consistent with high blood glucose levels including dry mouth, headaches, nausea and a trace of ketones. The customer reported that some thick stuff was clogging the tubing of the insulin pump. The customer reported trying to clear it but it appeared to just spread into the tubing of the insulin pump. Troubleshooting was done. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.